Manufacturer narrative:
The device has been received but is presently under investigation. A supplemental will be submitted upon completion of the investigation.

Event description:
Welch allyn identified that the device continuously resets when powered on. No patient involvement.